Event description:
The clinician reports, that the implant was inserted (B)(6)2018 in fdi 17 of the patient's mouth. On (B)(6)2018, loss of osseointegration of the implant was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.

Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The following was involved in this event: bone qlty type iii, previous bone augmentation.